Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the implant procedure, after leaving the procedure, low pacing impedance and low sensing on the right ventricular (rv) lead were noted due to suspected lead damage. The rv lead was explanted and replaced. During the post-implant follow-up, low pacing impedance and no sensing was noted on the atrial lead due to suspected lead damage. The lead was deactivated and the pacer reprogrammed for rv stimulation only. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-15896.

Event description:
The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual and x-ray examination revealed signs of compression on the outer insulation and outer coil consistent with suture tie down forces. An internal short was observed between the inner coil and outer coil conductor paths. The inner insulation was breached at the suture tie impression region consistent with suture tie down forces. The cause of the reported events was isolated to the breached inner insulation at the suture tie down force region.